Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively. The submitted log file contained events from (B)(6) 2024 through (B)(6) 2024. No notable events or alarms were observed, and the pump appeared to function as intended for the duration of the file. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU, rev. C, and patient handbook, rev. C is currently available. Section 1, ¿introduction¿, lists potential adverse events, including infection (local, driveline and pump pocket) and bleeding, that may be associated with the use of heartmate ii lvas. Section 6 of the IFU, also lists infection as a potential late postimplant complication. Additionally, section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Several sections of the IFU and patient handbook provide information regarding how to prevent infection as well as the suggested responses in the event an infection occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was noted that the patient had a long-term driveline infection with unknown cultures that required lifelong antibiotics.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively. The submitted log file contained events from (B)(6) 2024. No notable events or alarms were observed, and the pump appeared to function as intended for the duration of the file. Multiple attempts were made to obtain additional information regarding the reported infection; however, no further information was provided by the account. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU, rev. C, and patient handbook, rev. C is currently available. Section 1, ¿introduction¿, lists potential adverse events, including infection (local, driveline and pump pocket) and bleeding, that may be associated with the use of heartmate ii lvas. Section 6 of the IFU, also lists infection as a potential late postimplant complication. Additionally, section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Several sections of the IFU and patient handbook provide information regarding how to prevent infection as well as the suggested responses in the event an infection occurs. Additionally, several sections of the IFU and patient handbook warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
There were no recent changes to pump parameters and no changes to patient condition or anticoagulation status that may have contributed to the potential thrombus. The ramp study was not conducted. A computed topography (CT) was performed. The CT found no acture intracranial hemorrhage or acute territorial type infarct. There was an old left cerebellar, middle cerebral artery (mca) and posterior cerebral artery (pca) infarcts. Abdominal computed topography angiography (cta) was performed. There was a large ventral hernia containing non-obstructed loops of small and large bowel. There was no active gastrointestinal bleed or intraperitoneal or retroperitoneal hematoma. There was mild edema or hemorrhagic stranding within the subcutaneous fat overlaying the right hip. There was no well-formed hematoma. The left ventricular assist device (lvad) was in place. There was mild fat stranding and skin thickening about the driveline as it extended through the anterior abdominal wall which have been due to mild infection, inflammation, or hemorrhagic material. There was no well-formed hematoma. An echocardiogram was performed. It was noted that CT images were not available. The echocardiogram showed status post lvad. There was severe left ventricular dilation and severely decreased left ventricular ejection fraction. The position of interventricular septum was bowed toward the right ventricle. The aortic valve opened consistently. Normal right ventricular size was seen and there was moderate right ventricular hypokinesis. There was no significant valvular disease and the aortic valve opened on all observed beats. The patient had no symptoms of thrombus. It was unknown if the thrombus resolved, and the patient was restarted on warfarin. No diagnostic testing was used for the potential bleeding, so the bleeding was not confirmed and the source was unknown. The patient was transfused with (B)(4) on (B)(6) 2024 prior to discharge and the bleeding resolved. The patient was home doing well, and monitoring was continued.

Event description:
It was reported that the patient experienced a syncopal event caused by anemia. They received 2 units of packed red blood cells (prbc). Log files were submitted for review. The log file captured routine events and the ventricular assist device and peripheral equipment were functioning as intended. A gastrointestinal consult was done, and a ramp study was done to be done to assess for potential thrombus.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The submitted log file contained events from (B)(6) 2024. No notable events or alarms were observed, and the pump appeared to function as intended for the duration of the file. It was reported that the patient experienced a syncopal event due to anemia. The patient was transfused with 2 units of packed red blood cells (prbc) as treatment. A ramp study to assess for potential thrombus and a gastrointestinal consult were also ordered. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU rev. C, and patient handbook, document 10006962 rev. C is currently available. Section 1, ¿introduction¿, lists device thrombus and bleeding as adverse events that may be associated with the use of heartmate ii lvas. Sections 1 and 6, ¿patient care and management¿, also outline indications of pump thrombosis and how to respond to such events. Additionally, section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Additionally, several sections of the instructions for use and patient handbook warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system alarms. No further information was provided. The manufacturer is closing the file on this event.